Event description:
It was reported that the customer changed their battery due to a low battery alert and received a failed battery alarm afterwards. The customer changed their battery a second time and received the alarm again. The customer's blood glucose was 114 mg/dl. Troubleshooting was done. The customer did not have any new batteries to troubleshoot with. Advised customer that the troubleshooting would be more effective if the customer had a new battery to test with. Advised customer to call back in order to complete troubleshooting correctly. Advised that a replacement battery cap would be sent. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.